Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the experienced power cord providing intermittent power to the device. Eval found that the cord was manipulated which caused the experienced symptom. The power cord was replaced to correct this condition.

Event description:
During baxter's eval of a spectrum pump, it was found that the power cord provided intermittent power. There was no pt involvement.